Event description:
It was reported that there was consistent atrial oversensing with motion of the can. The device was explanted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 implantable pacing lead unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.